Event description:
Per biotronik representative, the patient was seen in the office at which time the device could not be interrogated and no magnet response was noted. An underlying rhythm was noted for this patient. Patient has had some recent medical procedures, but it is unclear if the procedures may account for the device behavior. This device was explanted.